Event description:
It was reported that a patient enrolled in the (B)(6) study underwent a total right hip arthroplasty on october 16, 2007. Subsequently, patient was revised on (B)(6) 2010 due to pain and metallosis. The modular head and taper insert were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04523 / 04524).